Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the guide wire was placed across the lesion, located in the distal left anterior descending, and became inadvertently lodged in a septal artery. As the guide wire was being repositioned, it became fractured, leaving a portion of the guide wire was being repositioned, it became fractured, leaving a portion of the guide wire tip in the septal artery. All attempts to remove the guide wire tip were unsuccessful and the guide wire tip remained in the pt. No add'l complications were reported.